Event description:
Customer stated unit was not delivering properly and bg's were elevated. Was advised by physician to take manual injection to stabilize bg's. It was noted that the driver block slid up and down the leadscrew.